Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a battery low error that popped up on the screen and the system then shutdown and would not power back on. The system was swapped to a second outlet and issue persisted. Technical services (ts) had the site swap to a third outlet and the system was then able to power on. There was no patient involvement.

Manufacturer narrative:
The system was serviced in the field and the system performed as intended, no faults were found. Codes b01, c19, and d14 are applicable.  Multiple annex a codes were applied to capture this event. A0719 captures the system shutdown, a070803 captures the system not being able to turn on after the shutdown, and a1102 captures the battery low error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.